Event description:
A resolute integrity drug eluting stent was implanted in the 1st right posterolateral. A dissection was reported to have occurred; a non-medtronic stent was implanted to treat the dissection. No other clinical sequelae were reported

Manufacturer narrative:
(B)(4). Results: dissection.